Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead was undersensing during a ventricular fibrillation (vf) episode, resulting in the patient being in vf for an extended period of time. It was also noted that the rv lead exhibited t-wave oversensing (twos). Reprogramming options were presented to the caller and follow-up verified that reprogramming had been completed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.